Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's reported blood glucose (bg) level as ¿high¿, specific value was not provided. A manual injection was administered to address bg level, and the customer continued to use the pump for insulin therapy. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.